Event description:
Customer reportedly received results of 18 mg/dl and 185 mg/dl within 10 minutes on the advantage system. The day before, the customer reportedly received results of 64 mg/dl and 102 mg/dl within 10 minutes on the advantage system. The discrepant results were obtained at the customer's home. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter. Test strip lot number 522755, expiration date 10/31/2007.

Manufacturer narrative:
The suspect product is the advantage test strips.